Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a high blood glucose level and a bent cannula. Customer woke up this morning and his blood glucose was 577 mg/dl. Customer found a bent cannula on his infusion set. Customer changed out the infusion set and treated with syringe. Customer stated that he is feeling alight and his blood glucose went down to 328 mg/dl. Customer declined troubleshooting for the high blood glucose.